Event description:
This unit has three components, control, slave monitor and amplifier. It is used as a mapping system assisting the physicians in locating areas that need radiofrequency ablating. The procedure can be performed without the system, however, it is more efficient with it. It was not properly identifying the reference catheters. The st. Jude rep was here to support the unit until the staff are trained. Once he identified the problem with the system, he contacted their technical services and they determined the problem was with the amp. It seemed to be mapping okay once the rep worked with it a little. There were no questions about where the lesions were made. The reference catheter was not seen visually on the screen until you reduced the magnification. But per the rep and my understanding, the unit recognized the reference catheter as being in the proper location. Once the rep confirmed with st. Jude's tech service that the amp was the problem, they made arrangements to send out a new amp. The amp is the same type as the as the original.====================== health professional's impression======================the amplifier part of system was not working.====================== manufacturer response for 3d mapping (navx), st. Jude======================company replaced equipment.